Manufacturer narrative:
The customer¿s report of a filter leak was confirmed. No anomalies were observed with set during initial visual inspection. Functional testing showed leaking from the vent of the 0.2 micron filter. The root cause of the leak could not be definitively determined.

Event description:
It was reported that the filter leaked. A label received with the set stated the product was to be changed (B)(6) at 1700. Although requested, no additional information was provided.

Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
The customer reported a filter leaked. A label received with the set stated the product was to be changed wednesday (B)(6) at 1700. No additional information was provided.